Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a percutaneous coronary intervention (pci) with drug-eluting stent (des) placement of a 90% stenotic left circumflex artery (lcx#13) lesion, an 8f angio-seal sts plus was selected for use. A pre-deployment angiogram revealed a right common femoral artery (rcfa) puncture with an 8.0mm lumen diameter. A 7f super sheath (medikit) was used during the pci. The angio-seal was deployed without any problem. The pt returned to the ward and was kept on bed rest for six hours. On (B)(6) 2011, 24 hours from the procedure, the pt was febrile at 39.0 degrees c. On (B)(6) 2011, the pt developed a hematoma and felt pain at the right groin puncture site. The following day, (B)(6) 2011, the pt had a heat sensation and flare reaction. Antibiotic treatment (vancomycin 2g/day) was started. No additional info is available at this time.